Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the blade became dull. The device was replaced and the procedure was successfully completed with no adverse pt consequences. It was reported that the surgeon uses staples to seal off the uterus before cutting, and it is opined that the blade could have become dull from contact with the staples.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.